Event description:
It was reported that the pump failed accuracy test -10.7%. +7.7% message appeared during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Corrected: b5, the event description, e1 - initial reporter region state. D9 - date returned to mfg: 7/15/2025. One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. No problem was found in the reported issue. The software was updated as a precaution. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.

Event description:
It was reported that the failed accuracy +7.7%. There was no patient involvement, no patient injury was reported.